Manufacturer narrative:
The reported issue with failing pre-use check test has been confirmed during evaluation of received problem description and service report. Device's log files were not provided. According to the information received from our field service engineer (fse), the inspiratory pressure transducer printed circuit board was found faulty and required replacement. If the insp/exp pressure transducer tubes were not connected properly to the pressure transducer printed circuit board or if the o-ring inside the pressure transducer printed circuit board were not seating well it might lead to accumulating of water or dirt in the pressure tube which might end up in the way of the pressure. More over, the gas might leak from the end of the insp/exp pressure transducer tubes or from under the tower of the pressure transducer printed circuit board which will lead to incorrect measurements and will fail in the pressure transducer test. No parts were returned for further investigation, therefore the root cause for the reported problem could not be determined, however one cause can be that the device was not adequate maintained or mounted.

Event description:
It was reported that the ventilator failed pressure transducer test during pre-use check. There was no patient involvement. Manufacturer's ref. #: (B)(4).